Event description:
It was reported that the customer had low blood glucose readings of 20 mg/dl despite being injected with glucose. Customer was found unconscious and the paramedics were called. Customer was treated by the paramedics and was not taken to the emergency room. Customer stated that when she removed the sensor it was noted that the sensor was damaged. Customer mentioned that she was low all day with other health issues and the passing of a friend. Customer also stated that they noticed a difference between the sensor reading and the blood glucose readings. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.